Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth in 1991, live birth in 1997, live birth in 2003, live birth in 2004, live birth on (B)(6) 2011, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). *on (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Previously administered products included for birth control: birth control pill from 1985 to 1999. Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). Concomitant products included paracetamol (acetaminophen) from 2011 to 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and endometriosis ("endometriosis"). The patient was treated with diphenhydramine hydrochloride and surgery (endometrial ablation -(B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, bladder disorder, urinary tract disorder, depression, anxiety and endometriosis outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-mar-2019: plaintiff fact sheet received- outcome of vaginal haemorrhage, menorrhagia updated to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2004, live birth in 2003, live birth in 1997, live birth in 1991, multigravida, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). Previously administered products included for birth control: birth control pill from 1985 to 1999. Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). Concomitant products included paracetamol (acetaminophen) from 2011 to 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), arthralgia ("pain in my knee/ elbow pain "), myalgia ("groin muscle pain"), paraesthesia ("tingling in my finger"), temporomandibular joint syndrome ("tmj this past year") and uterine cyst ("fibroid cyst in uterus"). The patient was treated with diphenhydramine hydrochloride and surgery (endometrial ablation -(B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the menstrual disorder, fatigue, alopecia, rash, bladder disorder, urinary tract disorder, depression, anxiety, endometriosis, arthralgia, myalgia, temporomandibular joint syndrome and uterine cyst outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, myalgia, paraesthesia, pelvic pain, rash, temporomandibular joint syndrome, urinary tract disorder, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. She received treatment for pelvic pain, abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided.. On (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new events - pain in my knee/ elbow pain, groin muscle pain, tingling in my finger, tmj this past year and fibroid cyst in uterus were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth in (B)(6), live birth in (B)(6), live birth in (B)(6), live birth in (B)(6), live birth on (B)(6)2011, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). Previously administered products included for birth control: birth control pill from (B)(6)to (B)(6). Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). Concomitant products included paracetamol (acetaminophen) from (B)(6)to (B)(6). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and rash ("rashes or skin conditions type: rashes"). In (B)(6), the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and endometriosis ("endometriosis"). The patient was treated with diphenhydramine hydrochloride and surgery (endometrial ablation -(B)(6)2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, bladder disorder, urinary tract disorder, depression, anxiety and endometriosis outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Diagnostic results: on (B)(6)2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6)2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: endometriosis. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1991, live birth in 1997, live birth in 2003, live birth in 2004, live birth on (B)(6) 2011, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). Previously administered products included for birth control: birth control pill from 1985 to 1999. Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). Concomitant products included paracetamol (acetaminophen) from 2011 to 2016. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation -(B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received. Events depression and mental anguish added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1991, live birth in 1997, live birth in 2003, live birth in 2004, live birth on (B)(6) 2011, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). Previously administered products included for birth control: birth control pill from 1985 to 1999. Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (she had hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes).) And surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Most recent follow-up information incorporated above includes: on 5-jun-2018: reporters added. Historical drug, concomitant disease and treatment drug were added. Updated events onset date, outcome of event pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2004, live birth in 2003, live birth in 1997, live birth in 1991, multigravida, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). On (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Previously administered products included for birth control: birth control pill from 1985 to 1999. Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). Concomitant products included paracetamol (acetaminophen) from 2011 to 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and endometriosis ("endometriosis"). The patient was treated with diphenhydramine hydrochloride and surgery (endometrial ablation -(B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the menstrual disorder, fatigue, alopecia, rash, bladder disorder, urinary tract disorder, depression, anxiety and endometriosis outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. She received treatment for pelvic pain, abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "apareunia, dysmenorrhea, dyspareunia was changed from unknown to recovered/resolved". Lab data updated to essure confirmation test conducted "yes". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2011, live birth in 2004, live birth in 2003, live birth in 1997, live birth in 1991, multigravida, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). On (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Previously administered products included for birth control: birth control pill from 1985 to 1999. Concurrent conditions included uterine bleeding and endometriosis. Family history included colon cancer (paternal aunts). Concomitant products included paracetamol (acetaminophen) from 2011 to 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), endometriosis ("endometriosis"), arthralgia ("pain in my knee/ elbow pain "), myalgia ("groin muscle pain"), paraesthesia ("tingling in my finger"), temporomandibular joint syndrome ("tmj this past year") and uterine cyst ("fibroid cyst in uterus"). The patient was treated with diphenhydramine hydrochloride and surgery (endometrial ablation -(B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal hemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the menstrual disorder, fatigue, alopecia, rash, bladder disorder, urinary tract disorder, depression, anxiety, endometriosis, arthralgia, myalgia, temporomandibular joint syndrome and uterine cyst outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, myalgia, paraesthesia, pelvic pain, rash, temporomandibular joint syndrome, urinary tract disorder, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. She received treatment for pelvic pain, abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1991, live birth in 1997, live birth in 2003, live birth in 2004, live birth on (B)(6) 2011, appendectomy and postpartum state (intrauterine pregnancy at 39 weeks. Nonreassuring fetal heart rate tracing. The infant was a male infant weighing 8 pounds 2 ounce with apgar scores of 8 and 9. The infant did have a tight nuchal cord and a compound presentation with the hand presenting before the vertex.). Concurrent conditions included uterine bleeding. Family history included colon cancer (paternal aunts). On (B)(6) 2011, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (she had hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes).) And surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coil was visible from the left ostia but not visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2011: essure device was successfully occluded on (B)(6) 2012, she had endometrial biopsy which reveled proliferative endometrium. On (B)(6) 2012, she had hysteroscopy d and c which reveled normal endometrial cavity. The essure coil was visible from the left ostia but not visible on right. Proliferative endometrium, no hyperplasia or carcinoma. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, family history, laboratory data were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, rashes or skin conditions type: rashes. On (B)(6) 2016, she had removed essure device. Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.